Event description:
It was reported that a lead had wrapped around the patient's stomach and caused stimulation in ribs and stomach area. The patient discontinued use of that lead, and used the other lead that provided "some relief." The patient also experienced a loss of therapeutic effect and complained of urgency, frequency and stomach problems. The urgency and frequency started around the beginning of (B)(6) and there was no known accident or incident related to the event. It was noted that the patient started to turn off stimulation at night due to their implantable neurostimulator affecting another manufacturer's pacemaker. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n303111, implanted: (B)(6) 2011. Product type: accessory. (B)(4).